Event description:
The family member called and reported changing the customer's infusion set. The contact stated that family member continued the manual prime while the customer was connected. Family member then realized that they had forgotten to press the escape button. Next customer pressed the escape button and ran a fixed prime. The family member gave the customer juice and chocolate milk. Bgs were dropping and paramedics were called. When the ambulance arrived on the scene the customer disconnected the call. A day later, the customer's other family member called back asking about manual prime. Explained to the customer the manual prime procedure.